Event description:
It was reported that resistance was first experienced during bolus injection, where the catheter was pulled slightly, causing slight resistance and giving the impression that the catheter was straightening out. Within a few hours, the pump alarmed for high pressure, and when the catheter was removed, there were two sharp kinks in the catheter corresponding to the 8 cm and 9 cm markings, respectively. When feeling the catheter, the impression was that it had been pressed to the 2 cm markings. There were patient involvement and no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.